Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (07/2023).

Event description:
It was reported that during a stent placement procedure, the catheter did not pass through the lesion. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical evaluation was not performed because the sample was not available. Images have not been provided for evaluation. Potential factors that could have led or contributed to the event reported were evaluated. Therefore, previous investigations of similar complaints were reviewed. Sample was not provided so the reported issue can not be confirmed. Rough handling of the device during shipping, or improper storage may be a potential cause. Damage caused during unpacking or preparation may be contributing factors. A difficult patient anatomy or a challenging placement site may lead to increased friction and premature deployment. In this case only limited information was provided regarding preparation, procedure and used accessories but the lesion was severely calcified. Based on the investigation and the information provided the reported issue is inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risk. The instructions for use state: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.", and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding preparation the instructions for use states: "do not remove the white conversion tab (...) Unless you have selected ¿the conventional method¿ for stent deployment. H10: d4 (expiry date: 07/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the catheter did not pass through the lesion. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.